Manufacturer narrative:
Result - safety bar.

Event description:
It was reported by service report that the safety bar was not catching the safety hook. No pt involvement or adverse consequences are reported.